Event description:
A surgeon reports that two years following bilateral intraocular lens (iol) implant surgery, glistenings were affecting the patient's vision and the right lens was explanted. The patient's bcva was 6/6 ( approx 20/20), but she had reported that her general and night vision were not clear. Additional information has been requested. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.